Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down, unit alarms are not functional, and error code. The key failure is the sieve has a foreign substance. The non-alarming issue is a reportable event which is the basis of this FDA filing.